Event description:
It was confirmed by the technical heart failure specialist team that the patient cardiomems waveforms were dampened. A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated, and the mean was increased by 9.3 mmhg. Readings were observed under the manufacturer's patient care network database.